Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 box containing 100 of bd ultra-fine¿ insulin syringes did not have a vendor lot and the expiration date was not clear. The following information was provided by the initial reporter: no vendor lot & exp date not clear, 1 box=100ea.

Event description:
It was reported that 1 box containing 100 of bd ultra-fine¿ insulin syringes did not have a vendor lot and the expiration date was not clear. The following information was provided by the initial reporter: no vendor lot & exp date not clear, 1 box=100ea.

Manufacturer narrative:
H.6. Investigation: customer returned an image of a shelf carton and polybag for 1ml, 31 gauge, 6mm syringes from lot 1242587. The lot number, manufacturing date, and expiration date are missing from the reverse side of the polybag. A review of the device history record was completed for batch# 1242587. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the image received, embecta was able to confirm the customer¿s indicated failure of the polybag missing label information. There were no quality notifications or maintenance dispatches about these issues during the production of these batches. The root cause could not be determined. H3 other text : see h.10.